Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the s5 mast roller pump, the incident occurred in denmark. Through follow up livanova was informed the patient is still in the intensive ward, extubated, doing well and follow the commands. The tubing change took 3 minutes 44 seconds. While pump head changed patient´s bladder temperature was 29 degrees centigrade. Pump head change took 1 minute 28 seconds. While pump head changed, patient´s bladder temperature was 31 degrees centigrade. Pump stopped during rewarming while cross clamp was on. There was no need to change the oxygenator. Tubing set was not from livanova. The damaged tubing is available for investigation. Due to leakage from the pump head tubing, whole raceway filled with the blood, and it seems that blood flowed down to the motor of the pump. When blood reached to the motor of the pump, the pump must have stopped. This is probably the explanation of the pump stop. According to customer, the occlusion was correct, and no foreign material was observed in the pump raceway. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during a procedure, the arterial tubing cracked inside of raceway of the mast roller pump 150 and patient blood came inside of the pump housing. Medical team swapped machine and tubing and completed the procedure with no issue. There is no report of any patient injury. According to technician, the pump stopped when the leakage occurred but he could restart it afterwards. Customer does not believe the mast roller pump 150 is associated to the breakage of the tubing.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue. During the visual inspection of the involved unit, it was found penetration of fluid (blood) in the main components of the pump, which makes it unrepairable. In details, testing of the device it was found: - can bus connector damaged - fan connector damaged - corrosion and fluid penetration in the components of the pcb boards - extremely high level of dust found inside the pump - corrosion and fluid penetration in the internal part of pump housing - corrosion and dust on cables of the pcbs - dust found on the pcb boards with high probability of additional damages caused by corrosion on the pcb boards - fluid penetration, corrosion and dust on the pump head. More than 50% of parts of the pump should be replaced to make the pump functioning correctly again. In addition, through follow-up communication, it was learned that the unit will be scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11: database analysis revealed that no similar issues were reported for the unit since its installation in 2009. Based on all the collected information, livanova device did not contribute to the reported tubing rupture and can be excluded as cause of the event as well as any issue with occlusion of tubing. Therefore, the cause of the reported issue can be traced to the disposable tube which is not a livanova product.